Event description:
The customer reported that the jaws were sticking to tissue. It was noted that the tissue would tear when the device was trying to be removed. Attempts to clean the jaws were not successful.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.